Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/14/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion front jaw was not closing fully when grabbing the tissue. The case was completed with another ar-13999mf fastpass scorpion. There was no case delay and the patient was not affected. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-13999mf fastpass scorpion batch number: 15313135 was received for investigation. Visual evaluation of the returned device noted no apparent issues wih the exterior of the device. Functional testing was performed by attempting to actuate the device and it was noted that the jaw of the device closed all the way as intended. Further functional testing was performed with a known good needle, suture and a tissue-like practice pad and it was found that the returned device functioned as intended with no issues. No problem found. Refer to investigation photos. Complaint allegation is not confirmed.